Manufacturer narrative:
07/16/24: evaluation tech: (B)(4). Emh hp; cable, conn/gun cable damaged. Blockage in the handpiece cable causing restricted water flow. Missing feet. No water flow due to rust buildup in the solenoid preventing proper operation, hardened and deteriorated water supply hose, debris buildup in the water filter. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Event description:
While using a cavitron bobcat pro g130, they allege that they have no water and the handpiece overheats, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.